Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose close to 600mg/dl. Troubleshooting was performed. The customer stated that her blood glucose went up after changing the infusion set the day before the event. The caller also stated that the day after her admission she pulled the cannula and it was bent. Then the customer changed again the infusion set, but her blood glucose still was high. The customer mentioned having battery alarms. Instructed the customer to change the battery, but she could not remove the battery cap. No further information was provided.